Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "the pre-cut hole in this one piece pouch is off centre and therefore they cannot be used. No harm reported. No photographs depicting the reported complaint issue was provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review: the batch record review supports that there were no discrepancies related to the issue reported. This batch was manufactured following the applicable procedures, all machine and testing parameters were in accordance with the applicable procedures and specifications, the testing results were found satisfactory and no nonconformance related to the malfunction code in analysis was noted. The line clearance was executed per dr-sop-0094 ¿procedimiento de despeje de línea y chequeo de seguridad¿, the results were documented, and no issues were identified during the manufacturing process. The materials comply with the correct parameters, pi, ds, mt, tm and the results are satisfactory. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Executive summary of the nc: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise and the analysis of the applicable pfmeas, the most probable causes of the problem were identified. In addition, quality tests are performed in the line in order to identify this failure mode in our manufacturing process. Also, photos were received for one complainant and the issue could not be confirmed. Complaints search conducted shows that no adverse trend was identified from january 2019 to february 2021 for this failure mode. This failure mode will keep monitoring for track and trending. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.